Event description:
In 2008, it was reported to boston scientific corporation, that during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient weight unknown), as they were deploying a 7fr/15cm flexima biliary stent system, the suture would not cut away and the stent would not release and fully deploy. The physician retrieved the device and completed the procedure with another of the same device. There were no patient complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.